Event description:
Customer reported leaking set. The cylindrical attachment part of the tubing was able to move separately from the IV tubing, which allowed fluid to leave the tubing. During inspection, the hard plastic part at joint flips in and out, on the side where the lock goes into the pt. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.